Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding falsely elevated results on multiple assays for one patient sample obtained on an atellica im 1600 analyzer. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse inspected the analyzer and replaced the four-port quick-disconnect male fittings. The tubing ends were trimmed and reconnected to ensure a secure fit. A blockage (clot) was removed from the tubing between the vacuum regulator and the sensor vacuum. The vacuum regulator was replaced and the autocheck values for wash probe vacuum and wash probe baseline were checked which passed. Quality control (qc) check was performed which recovered within acceptable limits. Based on the available information, the most likely cause of the falsely elevated results is vacuum-related issues identified during service. No potential product issue has been identified. The device is operational and performing within specification. No further evaluation is required.

Event description:
The customer reported that falsely elevated results on multiple assays for one patient sample was observed on an atellica im 1600 analyzer. Its unknown if the initial results were reported to the physician(s). The patient sample was retested on an alternate atellica im analyzer for all these assays. The repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant results.